Event description:
The customer called to report that the transmitter was not working properly. The customer stated that she plugged it into the charger, and even changed the battery in the charger, but still did not work. The customer did not have the transmitter with her for troubleshooting. The customer also reported hospitalizations on (B)(6) 2013. The customer reported a blood glucose of 37 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-001891.